Event description:
During hospitalization, pt developed sustained ventricular tachycardia (vt). Tachycardia rate was faster than programmed rate of implantable cardioverter defibrillator (ICD). The ICD failed to detect the vt and treat it. Interrogation of the device showed no detection of vt.